Manufacturer narrative:
Device not returned, followed up with company rep.

Event description:
It was reported that a pt underwent a kyphoplasty procedure at l2. During the procedure, after the physician introduced and started delivering the first 0.5 cc of cement, the cement hardened and the physician could not continue with delivering the cement. The physician extracted the bone filler device but the cement left inside the cannula remained inside the pt coming out from the skin. The physician increased the skin incision and extracted the cement. The pt was reported to be good and has already been discharged. No add'l info was reported.